Event description:
Reportable based on the analysis completed in 03/2005. The lesion being treated was 90% stenotic, non-tortuous lesion located in the first obtuse marginal branch (omi). The physician attempted to stent the om1 with a 3.5x16 mm taxus express2 drug eluting stent, however, the stent was unable to cross the lesion. Consequently, the stent was never deployed and no stents damage was noted at the time of the procedure. No pt injuries or complications were reported. Pt status is reported as "stable". The procedure was successfully completed with a 3.5 x 16 mm taxus liberte drug eluting stent. However, the returned product revealed that there was stent damage.